Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20377. It was reported that patient presented to an in-clinic follow-up with right ventricular over-sensing on their implantable cardioverter defibrillator (ICD). The cause was found to be inconsistent loss of capture from the left ventricular lead. Loss of capture may have caused patient to feel fatigued. Lead was reprogrammed, but over-sensing still occurred so ICD was reprogrammed too. Patient was stable after the event.